Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the local representative spoke with the electrophysiology (ep) laboratory nurse. It was determined that the cause of death was the result of pulseless electrical activity (pea). The patient had been connected to external telemetry in the hospital room. The patient was disconnected from telemetry around 7:00 or 8:00 am to use the bathroom. The patient was found unresponsive in the bathroom. Telemetry was re-established and the device was ventricular pacing. It was felt that the device was operating normally and the patient died of pea. According to the local representative, the device was not explanted post-mortem.

Manufacturer narrative:
Despite multiple attempts, no additional information was available from the local representative.

Event description:
Boston scientific received information from a patient information verification form that this patient had been presented to the electrophysiology (ep) laboratory for a scheduled implant procedure on (B)(6) 2018. According to information contained on the form, the patient died the following day. Boston scientific received information that the boston scientific local representative was not notified that this patient had died.